Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31156196m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and patient experienced cardiac tamponade treated with a pericardiocentesis, a drain left in and transferred to intensive care unit (ICU) for extended hospitalization. It was reported during an afib case, a pericardial effusion was noticed. The caller reported that the intracardiac echocardiography (ice) catheter was in the body and the effusion was noticed post cardioversion. The pericardial effusion was confirmed by ice and surface echo. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and is being transferred with the drain to the intensive care unit (ICU). Additional information was received indicating transseptal puncture was performed with an abbott sl1 63cm and abbott brk-1 71cm. No ablation had been performed as the event occurred during the mapping phase. Correct settings were set on the devices and no error messages noted on equipment during the procedure.